Event description:
It was reported that at a refill the hcp "dropped" the syringe on the "floor", picked it up, and proceeded with the refill. The pt developed an (B) (6) infection that was localized around the pump. Add'l info has been requested; a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4)